Event description:
Customer reportedly received results of 7.4 mmol/l on the aviva system and 0.6 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the compact plus system (lot number 20723841, expiration date 05/31/2011). (B)(4).

Event description:
It is reported that the external rotation pin fractured.